Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was alarming after being exposed to water. The customer stated the pump's weather stripping was missing from the front of the screen and the pump got water logged including inside the battery compartment. The pump was not on at the time of the call. No harm requiring medical intervention was reported. Troubleshooting was not completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to download due to download anomaly.